Event description:
Literature: knowles, c.h., thin, n., gill, k., bhan, c., grimmer, k., lunniss., p.j., williams, n.s., scott, s.m., prospective randomized double-blind study of temporary sacral nerve stimulation in patients with rectal evacuatory dysfunction and rectal hyposensitivity. Annals of surgery, volume 255, number 4 (2012). Doi: 10.1097/sla. Summary: this is a prospective randomized double-blind placebo-controlled crossover trial of 14 female patients ((B)(6)) with proctographically-defined evacuatory dysfunction (ed) and demonstrable rectal hyposensitivity (elevated thresholds to balloon distension in comparison with age- and sex-matched controls). Sns was performed by the standard 2-stage technique. During a 4-week period of temporary stimulation, patients were randomized on-off/off-on for two 2-week periods. Before insertion (pre), and during each crossover period, primary (rectal sensory thresholds) and secondary (bowel diaries, constipation, and giqol [gastrointestinal quality of life] scores) outcome variables were blindly assessed. Most patients with chronic constipation secondary to ed with rectal hyposensitivity responded to temporary sns. Reported events: one patient, during the initial 4-week trial period, experienced damage to the lead, and lead displacement, and subsequently dropped from the study. One patient, after a successful trial, went on to permanent implantation. The patient required revision surgery for an incorrectly placed lead. At the time of publication, the patient was still using the therapy with significantly improved symptoms. One patient, after a successful trial, went on to permanent implantation. The patient required revision surgery for stimulator failure. At the time of publication, the patient was still using the therapy with suboptimal improvement of symptoms. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_lead lot # unknown, serial #, implanted: explanted: it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.